Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope's image kept cutting out. The malfunction occurred during inspection for use and there were no reports of patient involvement.